Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thought therapy stopped two days ago, because they were having "episodes" where their heart was racing. It was stated the patient was seen by the neurologist yesterday and impedances were normal. It was requested that technical services contact the patient to confirm stimulation was on and whether the ins recharger (insr) was charging. The patient was contacted and their wife answered the phone stating they didn't want to do any troubleshooting, but that the patient needed a new insr. It was reviewed that a new insr could not be sent until monday or tuesday potentially due to the holiday on (B)(6) 2020 and the patient's wife stated this was unsatisfactory and hung up.